Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while attempting to place a new pod. The pod reportedly fell off the infusion site, causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. The pod was reset and reran without issues. No damages or deficiencies were observed. As the needle mechanism never deployed, it is not possible for the cannula to have dislodged. The cause of the observed high pulse width w/ drive stall and subsequent 0x5c alarm could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.